Event description:
Same as manufacturing number 6000119-2004-00041. It was reported that during a coronary drug eluting stenting treatment procedure, the stent stuck on the guide wire. In 2004 the physician wired the target lesion and advanced and deployed the taxus express2 durg eluting stent. Upon removal of the stent delivery system (sds) it became stuck on the wire. They were able to remove the wire and sds together during which a dissection was noticed. A second taxus express2 stent was used to treat the dissection and there were no other pt complications. The physician is unsure what caused the dissection.